Event description:
Patient underwent permanent pacemaker placement on 10/24/96. The patient returned to the operating room the same day for non-capture of the pacemaker. The surgeon determined there was a malfunction in the ventricular channel of the header. Due to this, a new pacemaker was placed.